Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. The cause of the central regurgitation and non-functioning leaflet was unable to be determined with certainty. However, the native leaflets were reported as moderately calcified and asymmetric. The central regurgitation and leaflet immobility was corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after valve deployment of a 23mm sapien 3 valve in the aortic position a ¿massive¿ central leak was observed. A post- dilatation was performed in an attempt to improve the leak, however the leak remained. The decision was to implant a second valve with optimal results. The patient was stable. An echo showed a mean gradient of 20 mmhg and trace mitral regurgitation. Per report, the central leak was uncertain, either due to immobility of a cusp, or damage. No abnormalities were observed on the valve during prepping. The patient¿s native annulus was moderately calcified and asymmetric.

Manufacturer narrative:
A supplemental MDR is being submitted with engineering evaluation results. The following sections of this report have been updated: section g4 (date received by manufacturer), h10 (narrative text) and, h6 (evaluation codes, method, result, and conclusion). The 23mm sapien 3 valve was not returned as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was reviewed and revealed the following: a chunk of calcification located at the annulus and the central regurgitation was confirmed as noted on the imaging that the contrast media leaked into the ventricle. Manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Per procedure, the fame components are 100% visually inspected by both manufacturing and quality for defects. The leaflet components undergo visual and dimensional inspections per procedure. The valves undergo a production flow and 100% coaptation testing to ensure the adequacy of the valve coaptation per procedure. The valve appearance is 100% inspected per procedure. Prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure to ensure no damage to the valve from handling between the holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the reported event. A lot history review did not reveal any other complaints related to the reported complaint. A review of the complaint history for the sapien 3 (all sizes) from june 2019 to may 2020 revealed other similar returned complaints for the trend categories above were confirmed. Available information suggests that patient/procedural factors may potentially contributed to the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the may 2020 control limit for all the trend categories. The IFU, patient screening manual, device prepping manual and training manual for sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. The procedural training manual provides guidance on valve positioning. Obtain a good angiographic view for coaxial placement, position thv coaxially within the native annulus using distal flex, obtain the previously determined coplanar fluoroscopic view, and position the bottom of the center marker at the base of the cusps using fine positioning. Additional considerations are anatomy (stj, calcification, coronaries) % area sizing, thv size and foreshortening/inflation volume should also be considered when positioning thv. In addition, when assessing aortic central regurgitation determine etiology: leaflet mobility (manipulation of the leaflet with a diagnostic catheter), leaflet coaptation mismatch consider converting to open heart surgery and mechanical support (iabp) not effective with severe aortic regurgitation (ar). No IFU or training deficiencies were identified. The complaints were confirmed. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the valve types, length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There was no indication a product deficiency contributed to this adverse event. Per imagery review, a chunk of calcification was presence at the native annulus. It is possible that the leaflet being impinged by the bulky calcium at the native annulus, preventing the leaflet from proper coaptation and lead to central leakage as reported in this event. In this case, available information suggests that patient factors (calcification) may have potentially contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. No manufacturing non-conformances were identified during evaluation. No labeling or IFU/training inadequacies were identified, and review of the complaint history revealed that the occurrence rate did not exceed the (B)(4) 2020 control limits for applicable trend categories. Therefore, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for the review of the device history record. The section of this report has been updated: section h10 (narrative text). A device history record review was performed and did not reveal any issues that may have contributed to the complaint event.